Event description:
A malfunction was reported with a malfunction code displayed as malf 0, which was not resettable, affecting the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.